Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) ; essure found outside of the uterus/ at least one of the essure coil were found on the outside of my uterus'), device expulsion ('malposition of essure device location of device: uterus'), pelvic pain ('pelvic pain'), pelvic inflammatory disease ('pid'), genital haemorrhage ('heavy abnormal bleeding'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 33-year-old female patient who had essure (batch no. B21582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery (viable female infant, weighing 6 ib 5 oz.), kidney stone, tooth extraction, multiparous (((B)(6)2002, (B)(6) 2011, (B)(6) 2013)), cholecystectomy, uterine prolapse, endometriosis, bladder prolapse, appendectomy, urinary retention, sacroiliitis, obesity, opioid type dependence, appendectomy, cholecystectomy, tonsillectomy, adenoidectomy, carpal tunnel decompression, smoker, opioid abuse and c-reactive protein increased. On (B)(6) 2017: gross description-labeled : "holmes, jennifer, uterus (with essure coil ), cervix and bilateral fallopian tubes" and date of birth specimen : uterus, cervix and un-oriented amputated fallopian tube segments received : fresh specimen integrity: intact weight: or 67.2 g, gross room 64 g uterine corpus : 5.7 x 4.1 x 3.6 cm surfaced with wrinkled pink serosa, and embedded in the serosa, on the posterior aspect of the dome is a 2.1 cm in maximum dimension metal coil cervix: 3.8 x 3.4 x 3.2 cm with a patent cervical os that is gaping and surrounded by intact pink mucosa endometrium : pink-red lining 0.3 cm in maximum thickness myometrium: pink, firm and noted for a 1.4 cm metal coil extending out of the right insertion site of the fallopian tube bilateral fallopian tubes: longer fallopian tube segment measures 4.8 x 0.5 cm with fimbriae and para tubal cysts. The shorter fallopian tube measures 4.2 cm in length and 0.5 cm in greatest diameter with fimbriae. Slide key : (gs17-815) a1- representative sample cervix a2-a3- representative samples endometrium , myometrium and serosa a4- representative samples longer fallopian tube segment a5- representative samples shorter fallopian tube segment ac/kn. Previously administered products included for contraception: depo provera from 1999 to (B)(6) 2013; for an unreported indication: mirena from 2008 to 2010. Concurrent conditions included fibromyalgia, asthma, endometritis, cystocele, anxiety, uterine prolapse, rectocele, menometrorrhagia, opioid abuse, paratubal cyst, dysfunctional uterine bleeding, defecation disorder, flank pain, narcotic abuse, hemorrhagic ovarian cyst, bipolar depression, pre-diabetes, leukocytosis, hematuria, dysuria, cystocele, ureteral calculus, right lower quadrant pain, ovarian cyst, muscular pain, urination pain, urinary frequency, nausea, feeling unwell, blood in urine, vomiting, anxiety disorder, chest pain, obesity and vitamin d deficiency. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for pain as well as amoxicillin, codeine phosphate;guaifenesin (cheratussin ac), cyanocobalamin, cyclobenzaprine, ergocalciferol (vitamin d2), oxycodone and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal area"), abdominal pain lower ("severe cramping"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), dyspareunia ("dyspareunia(painful sexual intercourse)"), stress urinary incontinence ("stress incontinence"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type : urinary tract") and fatigue ("fatigue."). The patient was treated with alprazolam (xanax), cyanocobalamin (vitamin b12), duloxetine hydrochloride (cymbalta), formoterol fumarate;mometasone furoate (dulera), oxycodone hydrochloride;paracetamol (percocet) and surgery ((B)(6) 2017-hysterectomy with bilateral salpingectomy; (B)(6) 2018-unilateral oopherectomy and hysterectomy with bilateral salpingectomy,oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, depression, dyspareunia and stress urinary incontinence had not resolved and the pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, abdominal pain lower, headache, vaginal discharge, back pain, urinary tract infection and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, depression, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. One coil was slightly tilted but tissue would form around it, and after that there should be no problems. Discrepancy noted in date of insertion (B)(6) 2013. (B)(6) 2017 - hysterectomy with bilateral salpingectomy; (B)(6) 2018-unilateral oopherectomy. Diagnostic results (normal ranges are provided in parenthesis if available): renal scan - on (B)(6) 2013: results: was told essure coils are malposition by CT. Ultrasound scan vagina - on (B)(6) 2003: results: total bilateral occlusion; on (B)(6) 2016: one looked a little crooked but it was still early and that assured me the tissue will keep forming around it wouldn't worry.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression-unspecified, pelvic pain, stress urinary incontinence, headache". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: medical record was received. Event added from medical record- pid. Reporter information, medical history, concomitant drug was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) ; essure found outside of the uterus/ at least one of the essure coil were found on the outside of my uterus"), device expulsion ("malposition of essure device location of device: uterus"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 33-year-old female patient who had essure (batch no. B21582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery (viable female infant, weighing 6 ib 5 oz.), kidney stone, tooth extraction, multiparous (B)(6) 2002, (B)(6) 2011, (B)(6) 2013), cholecystectomy, uterine prolapse, endometriosis, bladder prolapse, appendectomy, urinary retention, sacroiliitis, obesity and opioid type dependence. On (B)(6) 2017: gross description-labeled : "(B)(6) uterus (with essure coil ), cervix and bilateral fallopian tubes" and date of birth specimen : uterus, cervix and un-oriented amputated fallopian tube segments received : fresh specimen integrity: intact weight: or 67.2 g, gross room 64 g uterine corpus : 5.7 x 4.1 x 3.6 cm surfaced with wrinkled pink serosa, and embedded in the serosa, on the posterior aspect of the dome is a 2.1 cm in maximum dimension metal coil cervix: 3.8 x 3.4 x 3.2 cm with a patent cervical os that is gaping and surrounded by intact pink mucosa endometrium : pink-red lining 0.3 cm in maximum thickness myometrium: pink, firm and noted for a 1.4 cm metal coil extending out of the right insertion site of the fallopian tube bilateral fallopian tubes: longer fallopian tube segment measures 4.8 x 0.5 cm with fimbriae and para tubal cysts. The shorter fallopian tube measures 4.2 cm in length and 0.5 cm in greatest diameter with fimbriae. Slide key : (gs17-815) a1- representative sample cervix a2-a3- representative samples endometrium , myometrium and serosa a4- representative samples longer fallopian tube segment a5- representative samples shorter fallopian tube segment ac/kn. Previously administered products included for contraception: depo provera from 1999 to (B)(6) 2013; for an unreported indication: mirena from 2008 to 2010. Concurrent conditions included fibromyalgia, asthma, endometritis, cystocele, anxiety, uterine prolapse, rectocele, menometrorrhagia, opioid abuse, paratubal cyst, dysfunctional uterine bleeding, defecation disorder, flank pain, narcotic abuse, hemorrhagic ovarian cyst, bipolar depression, pre-diabetes, leukocytosis, hematuria, dysuria and cystocele. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for pain. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal area"), abdominal pain lower ("severe cramping"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), dyspareunia ("dyspareunia(painful sexual intercourse)"), stress urinary incontinence ("stress incontinence"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type : urinary tract") and fatigue ("fatigue."). The patient was treated with alprazolam (xanax), cyanocobalamin (vitamin b12), duloxetine hydrochloride (cymbalta), formoterol fumarate;mometasone furoate (dulera), oxycodone hydrochloride;paracetamol (percocet) and surgery (B)(6) 2017-hysterectomy with bilateral salpingectomy; (B)(6) 2018-unilateral oopherectomy and hysterectomy with bilateral salpingectomy,oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, depression, dyspareunia and stress urinary incontinence had not resolved and the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, abdominal pain lower, headache, vaginal discharge, back pain, urinary tract infection and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, depression, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. One coil was slightly tilted but tissue would form around it, and after that there should be no problems discrepancy noted in date of insertion (B)(6) 2013 , (B)(6) 2013. (B)(6) 2017-hysterectomy with bilateral salpingectomy; (B)(6) 2018-unilateral oopherectomy. Diagnostic results (normal ranges are provided in parenthesis if available): renal scan - on (B)(6) 2013: results: was told essure coils are malposition by CT. Ultrasound scan vagina - on (B)(6) 2003: results: total bilateral occlusion; on (B)(6) 2016: one looked a little crooked but it was still early and that assured me the tissue will keep forming around it wouldn't worry. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression-unspecified, pelvic pain, stress urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: plaintiff fact sheet received : events added: infection (bladder/urinary tract/vaginal) type : urinary tract and fatigue. Severity of events ¿lower back pain, pelvic pain, vaginal pain¿ updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) ; essure found outside of the uterus/ at least one of the essure coil were found on the outside of my uterus/malposition of essure device location of device: uterus'), pelvic inflammatory disease ('pid'), pelvic pain ('pelvic pain'), scar ('scar tissue from hysterectomy'), genital haemorrhage ('heavy abnormal bleeding'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 33-year-old female patient who had essure (batch no. B21582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "was told that one looked a little crooked" and device ineffective "device ineffective". The patient's medical history included vaginal delivery (viable female infant, weighing 6 ib 5 oz.), kidney stone, tooth extraction, multiparous (((B)(6) 2002, (B)(6) 2011, (B)(6) 2013)), cholecystectomy, uterine prolapse, endometriosis, bladder prolapse, appendectomy, urinary retention, sacroiliitis, obesity, opioid type dependence, appendectomy, cholecystectomy, tonsillectomy, adenoidectomy, carpal tunnel decompression, smoker, opioid abuse, c-reactive protein increased, genital bleeding, flank pain and cramp in lower abdomen. On (B)(6) 2017: gross description-labeled : "holmes, jennifer, uterus (with essure coil ), cervix and bilateral fallopian tubes" and date of birth specimen : uterus, cervix and un-oriented amputated fallopian tube segments received : fresh specimen integrity: intact weight: or 67.2 g, gross room 64 g uterine corpus : 5.7 x 4.1 x 3.6 cm surfaced with wrinkled pink serosa, and embedded in the serosa, on the posterior aspect of the dome is a 2.1 cm in maximum dimension metal coil cervix: 3.8 x 3.4 x 3.2 cm with a patent cervical os that is gaping and surrounded by intact pink mucosa endometrium : pink-red lining 0.3 cm in maximum thickness myometrium: pink, firm and noted for a 1.4 cm metal coil extending out of the right insertion site of the fallopian tube bilateral fallopian tubes: longer fallopian tube segment measures 4.8 x 0.5 cm with fimbriae and para tubal cysts. The shorter fallopian tube measures 4.2 cm in length and 0.5 cm in greatest diameter with fimbriae. Slide key : (gs17-815) a1- representative sample cervix a2-a3- representative samples endometrium , myometrium and serosa a4- representative samples longer fallopian tube segment a5- representative samples shorter fallopian tube segment ac/kn. Previously administered products included for contraception: depo provera from 1999 to june 2013; for prevent pregnancy: mirena from 2012 to 2013; for an unreported indication: mirena from 2008 to 2010. Concurrent conditions included fibromyalgia, asthma, endometritis, cystocele, anxiety, uterine prolapse, rectocele, menometrorrhagia, opioid abuse, paratubal cyst, dysfunctional uterine bleeding, defecation disorder, flank pain, narcotic abuse, hemorrhagic ovarian cyst, bipolar depression, pre-diabetes, leukocytosis, hematuria, dysuria, cystocele, ureteral calculus, right lower quadrant pain, ovarian cyst, muscular pain, urination pain, urinary frequency, nausea, feeling unwell, blood in urine, vomiting, anxiety disorder, chest pain, obesity and vitamin d deficiency. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for pain as well as amoxicillin, codeine phosphate;guaifenesin (cheratussin ac), cyanocobalamin, cyclobenzaprine, ergocalciferol (vitamin d2), oxycodone, paracetamol (acetaminophen), quetiapine fumarate (seroquel) since 2017 and zolpidem since october 2018. On (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia(painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type : urinary tract"), 2 years 6 months after insertion of essure. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), scar (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("malposition of essure device location of device: uterus"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal area"), abdominal pain lower ("severe cramping"), headache ("headaches"), depression ("depression"), stress urinary incontinence ("stress incontinence"), back pain ("lower back pain") and fatigue ("fatigue."). The patient was treated with alprazolam (xanax), cyanocobalamin (vitamin b12), duloxetine hydrochloride (cymbalta), formoterol fumarate;mometasone furoate (dulera), oxycodone hydrochloride;paracetamol (percocet) and surgery ((B)(6) 2017-hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, depression, dyspareunia, stress urinary incontinence, vaginal discharge, urinary tract infection and fatigue had not resolved and the pelvic inflammatory disease, scar, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, device expulsion, abdominal pain, abdominal pain lower, headache and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, depression, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, scar, stress urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on or around february 7, 2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. One coil was slightly tilted but tissue would form around it, and after that there should be no problems. Discrepancy noted in date of insertion (B)(6) 2013 , (B)(6) 2013 (B)(6) 2017-hysterectomy with bilateral salpingectomy; (B)(6) 2018-unilateral oopherectomy. Discrepancy noted in date of explant (B)(6) 2013 and (B)(6) 2018. On (B)(6) 2018, patient underwent oophorectomy (one side removal of ovary) date discrepancy device removal done in 2018 however mentioned as (B)(6) 2019: one of the coils was placed crooked. Diagnostic results (normal ranges are provided in parenthesis if available): renal scan - on (B)(6) 2013: results: was told essure coils are malposition by CT. Ultrasound scan vagina - on (B)(6) 2003: results: total bilateral occlusion; on (B)(6) 2016: one looked a little crooked but it was still early and that assured me the tissue will keep forming around it wouldn't worry.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression-unspecified, pelvic pain, stress urinary incontinence, headache". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jul-2019: plaintiff fact sheet received. Events uti, vaginal discharge and fatigue were not resolved. Historical drug and concomitant medication were added. New events added: scar tissue and device shape alteration. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), uterine perforation ("perforation (uterus)") and device expulsion ("malposition of essure device location of device: uterus") in a 33-year-old female patient who had essure (batch no. B21582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included fibromyalgia, asthma, endometritis and cystocele. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)") and stress urinary incontinence ("stress incontinence"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with alprazolam (xanax), oxycocet (percocet), duloxetine hydrochloride (cymbalta), dulera, cyanocobalamin (vitamin b12), surgery (hysterectomy with bilateral salpingectomy,oophorectomy (one side removal of ovary)), surgery (hysterectomy with bilateral salpingectomy,oophorectomy (one side removal of ovary)) and surgery (hysterectomy with bilateral salpingectomy,oophorectomy (one side removal of ovary)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, uterine perforation, vulvovaginal pain, vaginal haemorrhage, menorrhagia, depression, device expulsion, dyspareunia and stress urinary incontinence had not resolved and the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, abdominal pain lower and headache outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, depression, device expulsion, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. One coil was slightly tilted but tissue would form around it, and after that there should be no problems. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2003: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), uterine perforation ("perforation (uterus)") and device expulsion ("malposition of essure device location of device: uterus") in a 33-year-old female patient who had essure (batch no. B21582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included fibromyalgia, asthma, endometritis and cystocele. On 23-jul-2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)") and stress urinary incontinence ("stress incontinence"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with alprazolam (xanax), oxycocet (percocet), duloxetine hydrochloride (cymbalta), dulera, cyanocobalamin (vitamin b12),surgery (hysterectomy with bilateral salpingectomy,oophorectomy (one side removal of ovary)). Essure was removed on 7-feb-2017. At the time of the report, the pelvic pain, uterine perforation, vulvovaginal pain, vaginal haemorrhage, menorrhagia, depression, device expulsion, dyspareunia and stress urinary incontinence had not resolved and the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, abdominal pain lower and headache outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, depression, device expulsion, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on or around february 7, 2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. One coil was slightly tilted but tissue would form around it, and after that there should be no problems diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 11-nov-2003: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: the events abnormal vaginal bleeding, menorrhagia, pregnancy, device ineffective, miscarriage, depression, partial expulsion of device, dyspareunia, uterine perforation, stress and incontinence added. Lot number, reporter, treatment drug, concomitant disease were also added. Outcome of event vaginal bleeding, menorrhagia, depression, expulsion, urinary incontinence, dyspareunia, uterine perforation, pelvic pain, vaginal pain were set as not recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and headache ("headaches"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. Most recent follow-up information incorporated above includes: on 20-dec-2017: lawyers were added as reporters. Event headaches was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.